Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into arm on (B)(6) 2024. Date of event is an approximation. When the patient inserted a new sensor the cgm reading was between 3.9 mmol/l and 6.4 mmol/l ¿all the time¿. The patient began to feel sick the day after, and when a fingerstick was taken the blood glucose reading was over 20 mmol/l. When ketones were tested these were 2.5 mmol/l. The inaccuracy the patient reported was a cgm reading of 6.4 mmol/l and a blood glucose reading of 28.4 mmol/l. The patient went to the hospital and was treated with ringer-acetat (IV) and long-acting insulin and also fast-acting insulin. The ketones went down quickly and after ¿a while¿, the patient was discharged after a couple of hours. At home the patient self-treated with insulin injections. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.